Event description:
Event description guidant received information that during a device replacement procedure for normal battery depletion, this ventricular lead was surgically abandoned and replaced due to noise, high out-of-range impedances and high threshold measurements. Additionally, the atrial lead was surgically abandoned and replaced, due to noise. A new atrial and ventricular lead were then successfully implanted.